Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as itches due to soiled garments. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed clobetasol .05% (for other reasons). Follow up indicated that the skin irritation improved.